Manufacturer narrative:
Device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that on 05-mar-2024, 16-mar-2024, 19-mar-24, 28-mar-24 & 13 mar-2024 the patient faced 5 infusion set was fell off duing use.. The blood glucose level goes upto 54-500 mg/dl. The infusion set long for all cannulas was less then 24 hours. No further information available.